Event description:
Retrospective review of ECG related to device use during study shows on-off button pressed during deployment.

Manufacturer narrative:
Explanation of device codes use. Method: data in device memory reviewed. Conclusions: report is being filed as it cannot be concluded that recurrence would not result in delay of therapy.